Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to syncope. Upon interrogation, non-capture and high/ undefined pacing impedance on the right ventricular (rv) lead was observed. The rv lead was confirmed to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.